Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Customer reverted to using alternate pump for insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.